Manufacturer narrative:
No unexpected restart alarm and no frozen screen during testing. However, device received intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had a frozen display, unexpected restart and keypad anomaly. The customer's blood glucose level was 404 mg/dl at the time of the incident. The customer was assisted with the troubleshooting and the customer declined troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.